Manufacturer narrative:
This is a final report. Leica microsystems conducted a root cause investigation. The identified issue for the m220 f12 optics carrier to fall down was excessive force applied to the parallelogram which was much higher than allowed by the instructions for use. The excessive force resulted in a ductile fracture of the pivot joints. Identified cause of the optics carrier falling down is the user not following the instructions in the user manual. The broken swing arm was replaced by a new one. Corrected data: originally the reported date of event was (B)(6) 2021. We were later informed that the incident occurred on (B)(6) 2021.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from china stating that when moving the m220 f12 towards the operating bed to prepare for the surgery, the optics carrier fell onto the operating bed. There was no patient injury.